Event description:
It was reported that during preparation for the same procedure, the protective cover was accidentally slid off the end of the balloon catheter, and excessive bubbles were noticed during bathing, leading to safety concerns. The issue was identified by healthcare professionals, and the balloon catheter was subsequently replaced. During the procedure, there was difficulty inserting the mapping catheter into the balloon. Upon successful insertion, a deformed loop and physical damage, specifically a tip/loop kink, were observed on the mapping catheter. The mapping catheter was replaced to resolve the issue. It was also reported that during the procedure involving the use of another mapping catheter, physical damage to the catheter was observed, specifically that the introducer came off of the mapping catheter. The mapping catheter was replaced. The procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation from d10: product ID: 2ach20 product type: mapping catheter; product ID: afapro28 product type: balloon catheter product event summary: the 2ach20 mapping catheter of lot number 8865205 was returned and analyzed. Visual inspection of the loop segment area showed the loop was intact with no apparent issues. No damage was observed along with the tip/loop section of the mapping catheter. Visual inspection of the pebax tubing area showed the pebax tubing was intact with no apparent issues. No damage was observed along with the pebax tubing section of the mapping catheter. Visual inspection of the electrode(s) showed the electrode(s) was intact with no apparent issues. All electrodes exist on the loop section and no cosmetic issue or anomalies were identified. Visual inspection of the shaft segment area showed. The shaft was kinked approximately 57 inches from the lemo connector. The introducer/ loop straightener was removed from the returned mapping catheter. The introducer should not be removed from the achieve shaft as it cannot be re-inserted due to the curvature of the mapping catheter distal loop. Visual inspection of the lemo connector showed the lemo connector was intact with no apparent issues. No damage or any other issue was observed along with the lemo connector. In conc lusion, the mapping catheter failed the return product inspection due to a kink/twist was observed on the catheter shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.